Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the firing mechanism damaged as the firing trigger was jammed halfway. A reload was loaded on the device and was noted to be partially fired. The reload was unloaded from the device and reload into the device as intended. The device opened and closed without any difficulties noted. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during laparoscopic splenectomy procedure the device fired fine, but may have been fired over an existing staple line or clip. The device was difficult to open after removing the device from the trocar. They could not remove the fired cartridge to reload the device. Another device was used to complete the case with no patient consequence.